Manufacturer narrative:
The insulin pump had button error alarm and no down button response due to corroded keypad traces. The device was received with minor scratched display window, cracked reservoir tube lip, broken pump belt clip slot and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer changed the battery and was unable to clear the alarm as the buttons were not responding. She stated she was outside volunteering at an event but was not aware of anything leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.